Event description:
It was reported that the patient had 3rd degree atrioventricular block. There was difficulty positioning the ventricular lead during an implant attempt and the patient went into ventricular fibrillation and had to be externally defibrillated. The lead was not implanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): a full lead was returned and analyzed there and were no anomalies found. Analysis revealed that the inner insulation was kinked and buckled. Blood was noted on the helix lob mechanism. The lead was stretched and damaged at implant.